Event description:
Per report, perforation of right external iliac artery (reia) noted during sheath removal. The 24f sheath was delivered without incident. No significant resistance was noted during insertion. The valve deployment was accomplished without incident. During sheath removal, no significant resistance was noted, however, an angiogram revealed a perforation at the level of the right external iliac artery. A coda balloon was inserted through the left femoral artery. A 9mm x 60mm atrium covered stent was placed covering the perforation site. An angiogram revealed continued extravasation at the distal edge of the stent so an 8mm x 38mm atrium covered stent was deployed at the distal end of the initial stent. Good flow was observed and no additional bleeding was noted. The cutdown was closed in the usual surgical fashion. The physician reported 2 days post-op that the patient was doing well with no residual issues related to the event.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The edwards thv patient screening and training manuals instruct the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, it was reported that the access site diameter was 8mm; in addition, there was reported mild vessel calcification, and no tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the cause of the injury to the iliac artery cannot be confirmed; however, it is possible that the patient's borderline vessel size for a 24f sheath in combination with vessel calcification and / or tortuosity not appreciable on imaging caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.